Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The pump was unable to verify motor error, excessive no delivery, check settings and motor alarm due to blank display. The motor passed motor test. The pump was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, missing end cap sticker, cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of excessive no delivery alarms, motor error and motor position encoder error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she received a motor error in the morning and all her settings were reset. The customer stated that there were 2 motor errors and 2 no deliveries. The customer stated that she works in the MRI room at the hospital but never in the room when the MRI runs. The customer will be sent a replacement pump.